Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. The customer contact stated that while the physician was attempting to connect the male luer of the monitoring kit to the pt's catheter, the male luer reportedly "slipped out" of the catheter. It was reported that 7ml to 8ml of blood was lost. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).